Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31171660l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav high-density mapping eco catheter and during mapping, the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. After the transseptal puncture, the pentaray catheter and the ablation catheter were inserted into the left atrium. After this transseptal puncture, the patient complained of nausea and a drop in blood pressure, the patient was checked by cardiac ultrasound and everything was fine. The whole set-up was prepared, zero force and respiration training was achieved and the construction of the left atrium map with the pentaray catheter began. During the mapping of the left atrium, the patient complained of chest pains and her blood pressure dropped again, upon checking by cardiac ultrasound, it was realized that the patient is in cardiac tamponade. Epicardial puncture was performed for cardiac drainage and then the patient was transferred to cardiac surgery. The catheters remained in the heart, in the left atrium, they were withdrawn at cardiac surgery. During the cardiac surgery, a perforation of the left atrium was found under the auricle, the patient survived after the cardiac surgery. Additional information was later received indicating an open-heart surgery was performed to close the perforated area of the heart with a patch. Patient required extended hospitalization and was reported to have improved. The physician¿s opinion on the cause of this adverse event was that it was patient condition. No error messages observed on biosense webster equipment during the procedure. No ablation was performed prior to noting the pericardial effusion.